Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting the user¿s expectations. It was reported that the battery cap was secure on the pump and was just changed three days ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: the black box history revealed variations in voltage. There were no battery alarms during investigation and current readings were within specifications. There was corrosion observed on the transmitter board and force sensor plate when the pump was opened.